Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a23020 and h13j28071 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 3 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for nosocomial peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. At the time of this report, the patient remained hospitalized and had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).